Event description:
Caller reported experiencing a cgm error 42 related to the g7 sensor. There was no adverse impact to the customer's blood glucose level. Customer received guidance from technical support, which provided complete pump reset information and assisted in successfully resetting the pump. After the reset, the pump no longer displayed the cgm error code, and the caller was able to successfully start their sensor session.